Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer experienced shakiness, chest pain like a heart attack, nausea, thirstiness, and light headiness. The customer stated that the night before the event she attempted to treat her blood glucose, but she was not getting any insulin and her blood glucose kept going up. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.